Manufacturer narrative:
No product was returned to assist in our investigation. However, a series of photographs of the procedure was provided. Our investigation of this concern suggests the event may have been the result of a possible tear in the graft material. At this time, we are unable to determine at what point this potential tear may have occurred. We can assure this device is visually inspected 100% to ensure that no holes exist in the graft material, prior to loading.

Event description:
Type iii endoleak noted in main body graft during final angiogram. A converter and an additional iliac leg were placed and the leak was resolved.